Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa found the instrument to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #6. As a result, the instrument could not operate properly. Additional observation(s) related to customer reported complaint: the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter on 3 out of 3 attempts. The system displayed error code "22020" which confirms an engagement error. Due to the broken inputs, the instrument failed engagement. Therefore, a clip test could not be performed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip or squeeze together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The issue occurred while the surgeon was attempting to clamp on a vessel or tissue bundle. The type of clip was a large hem-o-lok. The customer stated the vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the first clip application attempt. The issue was resolved by using a backup instrument.